Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Moisture damage was found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's parent reported that the customer wore the insulin pump into a swimming pool. Customer's parent confirmed that water was visible under the display and the buttons were unresponsive. Blood glucose level at the time of the incident was about 240 mg/dl. The customer's parent was advised that the insulin pump would be replaced and agreed to return the device for analysis.